Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device cable was loose near coupler. The issue occurred at reprocessing. There is no patient involvement on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed . Device evaluation found separation of the cable boot from the rear cover side of the camera head. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device cable was loose near coupler. The issue occurred at reprocessing. There is no patient involvement on this reported event.